Event description:
A patient developed endophthalmitis nine days postoperatively after undergoing a tecnis lens (diopter 24.5) implant in their right eye in 2002. The organism was identified as staph epidermis and methicillin resistant staph aureus. On an unspecified date, the patient experienced blindness, which was limited to hand motion only. Endophthalmitis is a lised event for tecnis z sharp lens implant; conversely blindness is unlisted for this type of lens. This case lacks a significant amount of medical and diagnostic data needed to provide a meaningful/accurate causal assessment.